Manufacturer narrative:
The actual date of event is unknown. Device evaluated by bd service. A review of the complaint history for sn (B)(4) was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 13jul2015. The review was performed from the date of manufacture to the present date 02aug2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Device was not returned to manufacturing facility.

Event description:
It was reported that the device had showing channel error 241.4140 which was resolved replacing the bottom pressure sensor and also replaced the ail assembly and then tested the pump which was working correctly after that. There was no patient involvement.